Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, upon the sixth inflation, the catheter was inflated above rated burst pressure (contrary to IFU) and ruptured. Attempts to fully deflate the balloon were not successful and some resistance was reported during removal of the catheter. Upon inspection of the device, it was noted the balloon material was fractured and a portion of the balloon remained in the vessel. The separated portion was successfully retrieved with a snare. No pt injury was reported.